Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire field service representative was unable to verify the customer's reported issue. The device passed all testing and calibrations. The device performed within all manufacturing specifications.

Event description:
It was reported to vyaire that the 3100 a unit failed while connected to a patient. The customer confirmed that there was no patient harm associated with the reported event. However, administration of supplemental oxygen was necessary.